Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report a call tech support error message on (B)(6) 2013. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and a call tech support error message was observed on the screen of the receiver. This complaint was deemed reportable upon completion of device evaluation on 08/27/2014. The root cause was determined to be a defective component in the receiver's printed circuit board.